Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
Healthcare professional reported two tubings where the medication would leak from bonding above the 0.2 micron filter. The patient had put a bandaid to stop the leak. Device operator was the patient. Medication being infused was 5fu. Patient involved. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Event description:
Healthcare professional reported "pump interfered with patients infusion, patient did not get full dose. Do not believe the pump error, believe tubing leaked. Carrying case, infusion bag and ci pump had white film substance/coating on it. Patient stated they found it leaking the day before. Patient put it in plastic bag at home."